Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post-operatively an open procedure, the broke when it was inserted. The patient was alive with no injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation one device. The visual inspection of the returned product noted that the product was received in fragments. The product was observed to be brittle. Visual inspection of the video noted that as the veriset product was rolled and bent the product fragmented and broke. The video confirms a brittle patch. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all manufacturers¿ quality release specifications at the time of manufacture. A review of the device history record indicates the product was released meeting all manufacturers¿ quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.